Event description:
Complaint received for a leak of 5_fu medication upon pump disconnect. Nurse and pt were exposed to a drop of chemotherapy medication on the skin. There were no reported adverse pt consequences.

Manufacturer narrative:
A review of the mfg lot database for lot #3010101 shows (B)(4) units were manufactured, tested, inspected and released. No device for investigation.